Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged visualization of particles in tubing/chamber, particles in airway from device. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged visualization of particles in tubing/chamber, particles in airway from device. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection completed by the manufacturer and found no contamination. The manufacturer also received humidifier and found an unknown contaminant was observed on the lifting tray, bottom enclosure, iso-port, dry box, back panel, bottom cover, and heater plate. The manufacturer found no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found 2 errors. The device was applied power and the device operated properly. The manufacturer concludes contamination found consistent with unknown contaminant was observed on the lifting tray, bottom enclosure, iso-port, dry box, back panel, bottom cover, and heater plate. The manufacturer concludes there was no evidence of sound abatement foam degradation.